Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 450mg/dl. It was stated that the customer had sinus infection and was vomiting. The caller stated that the insulin pump alarmed button error, and the device was exposed to moisture while taking a shower. Also, there was condensation behind the device screen. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had cracked display window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump had moisture damage on lcd board.